Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the drive board was found to not be operating as designed. Following replacement of the board, the reported issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The board was returned to the manufacturer for evaluation. When installed in a known functional imaging system, the system would not exit e-stop functionality.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system stopped without prompt from the user while driving the system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.